Event description:
A physician reported a pt who was double skin tested with negative results on 10/20/95 and 1/4/96 in the left forearm. On 9/11/97, the pt rec'd her first treatment into the nasolabial folds. On 9/12/97, the pt experienced hardness, pain and oozing from the injection site on the left chin just below the corner of the mouth. On 9/15/97, the pt presented with a red, crusty area approximately 1.5 cm in diameter that was oozing on the left side of the chin. The physician believed that the symptoms represented a subcutaneous inflammatory reaction to the collagen that may have been an abscess. The physician did not believe that it was related to a vasospasm or necrosis. The physician was not aware of the skin test sites being involved. The physician prescibed cipro and polysporin ointment.